Event description:
A malfunction was reported on the customer's pump, which caused the blood glucose level to exceed 500 mg/dl, displaying "high." The customer addressed the high blood glucose level with a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. The malfunction code was resettable, but the customer was unable to reset it at the time due to not having a charger available and planned to call back when able to reset the pump.